Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the error log. The fse was unable to reproduce the error after checking over the analyzer along with all alignments. The fse noticed the cup bottom and tube bottom alignments were out and corrected the alignments. The fse validated the analyzer by running a daily check and quality control (qc) with no errors and results within specification. The aia-360 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2011] air detected [sample] description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to an alignment issue, however the cause of the misalignment could not be established.

Event description:
A customer reported 2011 (air detected in the sample) air detected while drawing sample error on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.